Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm which is an off-label usage of the device. On (B)(6) 2025, it was reported that the patient was getting a high reading both on the pump and on the cgm. She was vomiting, feeling disoriented and thirsty. After few minutes they noticed that the cgm was getting a sensor error which she reported using the web services. The patient's mother drove the patient to the hospital and after few minutes after they arrived the sensor came as sensor failure. There was bg meter that was taken but parent did not recall most of the readings shows high as patient experienced dka. The patient was treated with insulin drip and sodium chloride. Patient was admitted from (B)(6) till (B)(6). Patient was recovering and back to school at the time of the report. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem, correction. H2 correction. H6 investigation findings, correction. H6 investigation conclusion, correction.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 11/14/2025. Data was returned but will not confirm the issue. However, a sensor failure due to high count aberration was found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm which is an off-label usage of the device. On (B)(6) 2025, it was reported that the patient was getting a high reading both on the pump and on the cgm. She was vomiting, feeling disoriented and thirsty. After few minutes they noticed that the cgm was getting a sensor error which she reported using the web services. The patient's mother drove the patient to the hospital and after few minutes after they arrived the sensor came as sensor failure. There was bg meter that was taken but parent did not recall most of the readings shows high as patient experienced dka. The patient was treated with insulin drip and sodium chloride. Patient was admitted from (B)(6) 2025 till (B)(6) 2025. Patient was recovering and back to school at the time of the report. No other details were documented. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.